Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter coming out of the forceps channel and the universal cord internal suction channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause could be related to an inadequate reprocessing however it's not possible to establish a direct correlation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.